Event description:
It was observed during the device inspection, that the gastrointestinal videoscope had foreign material on the distal end cover. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely the issue occurred due to usage, stress, or external factors. Olympus detected this issue during device servicing, and there was no reported customer product complaint or allegation, therefore there is no information of customer reported date of event. Additional information will be provided once available. Olympus will continue to monitor field performance for this device.